Manufacturer narrative:
Although the used device has been returned by the complaint reporter, the investigation has not yet been completed, therefore, a failure analysis is not yet available. Upon completion of the investigation, a supplemental medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
As reported, the manifold, which is packaged within a convenience kit is leaking at both the bonded connection to a contrast injection line and at the (hand-tightened) connection to a waste collection station. This has caused air to be injected into a pt. No injury or complications resulted from this. The used device has been returned for eval.